Event description:
On (B)(6) 2013, the lay user/patient¿s mother (reporter) contacted lifescan (lfs) alleging that the onetouch ping meter read inaccurately high compared to another device (onetouch ultramini meter). The medical surveillance specialist (mss) spoke with the reporter on (B)(4), 2013, and obtained the following information: the patient tests ten times a day and his diabetes is managed with novolog insulin (based on food intake and blood glucose reading). The reporter confirmed that the alleged issue occurred on (B)(6) 2013 (at 12:52pm) and that just prior to the start of the reported product issue her son could not walk properly, felt weak and looked pale. The reporter, however, does not recall (prior to the onset of his symptoms) what his blood glucose reading was with the subject meter or if he had made and changes to his meals, activity level, or diabetes management. At the time of the alleged issue the patient reportedly obtained blood glucose readings of ¿251mg/dl¿ with the subject meter and ¿148mg/dl¿ with the onetouch ultramini meter, performed at approximately the same time of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. Immediately following the alleged issue, the reporter corrected and clarified she treated her son with food and drink (based on his symptoms) and he felt better an unknown time later. During troubleshooting, the csr verified the subject meter was set to the correct unit of measure setting and the blood glucose results were from the approved (per owner¿s booklet) sample site. The patient did not have control solution available. Replacement products were sent to the patient. There is no evidence that the product caused or contributed to a serious injury because the patient reportedly suffered symptoms prior to the alleged product issue. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up # 1 ¿ (09/30/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 9/11/2013 and 9/23/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Test strip lot #: 3444188.

Manufacturer narrative:
Follow-up # 2 ¿ (10/09/2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 9/18/2013 and 10/2/2013, respectively, with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.